Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the ats45 device was received with the articulation mechanism damaged and without a reload present. The device was tested for functionality with test reloads on the three articulated positions and the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and both articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the ratchet articulation failed after the first firing. The surgeon was unable to articulate the head of the device into position for the second firing. Another device was used to complete the procedure. There was no delay to the procedure. No reported adverse impact to the patient. Additional followup: after the firstfiring, the device was re-loaded and inserted into the trocar. The surgeon attempted to articulate the head of the device, but he was not able to get the desired angle. The device was removed and the surgeon attempted to again articulate the head of the device. The head would articulate part of the way in one direction, and to the center position, but would not articulate in the other direction. The device was exchanged for a new device and the case was completed without incident.